Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endowrist curved-tip stapler 30 involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint through error logs. A review of logs found a 22030 shifting error occurred after its last successful fire on (B)(6) 2020. Additional observation not reported was that the instrument was found with a broken grip cable at the backend upon housing removal. Intuitive motion was not being experienced upon manual input of the disk knobs. Instrument was placed on system but failed engagement due to the broke grip cable.

Event description:
It was reported that during a da vinci-assisted procedure the customer had issues with error 22030 due to the endowrist curved-tip stapler 30. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the customer received an error message on the system indicating that conditions were not optimal for clamping. There was no harm to the patient's tissue. The customer switched to a backup stapler to complete the procedure.